Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its pre t2 deployment position indicating a deployment of t1 and pre-deployment of t2. The ts and suture are free from the needle. Ts and suture were returned. Assessment of the construct showed t1 is missing a small piece of its distal end. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The reported failure mode cannot be confirmed. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During an unknown procedure, it was reported that two t anchors were both deployed simultaneously upon activation of the fast-fix 360.